Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented on (B)(6) 2017 after he was found down at home by his family. The patient's inr at the time of event was 1.9. The patient had a head CT scan, which showed a large right hemorrhagic stroke with significant midline shift and evidence of herniation. It was reported that the patient was originally awake, although hemiplegic and globally aphasic. The patient was transferred via ground ambulance to the implant center and during the transfer, the patient's pupils became anisocoric and progressed to be 5 mm bilaterally and unreactive. The patient arrived at the implanting center with a glasgow coma scale of 3 with bilateral 7mm non-reactive pupils, no corneal or cough/gag reflex. The patient's family decided not to pursue aggressive care and the patient expired after the lvad was turned off. The lvad appeared to be functioning as intended. The family declined an autopsy. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. It was reported that the device appeared to function as intended. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.